Manufacturer narrative:
The device was received for evaluation. During functional testing, a bad keypad was reproduced as all of the keys were not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction during an unspecified process step at the biomedical service department. There was no patient involvement.